Manufacturer narrative:
Received mw5186176 via email. This MDR is in reference to this.

Event description:
Patient using an otc heating pad wrap for shoulder and neck from manufacturer- navajo manufacturing company inc. On low setting and experienced product overheating. Patient experienced burning and blistering to neck and shoulder.